Event description:
On 05/17/07, the company received a report where it was claimed that a suction catheter would not pass through the device. The caller reported that the end clinician made a couple attempts to pass a suction catheter through the device but the catheter would not pass through the lumen of the tube. The caller reported that replacement of the tube was required.